Manufacturer narrative:
This device is being reported because it is the same or similar to a device being marketed in the united states. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not returned by the facility, so the complaint sample could not be evaluated. The complaint is inconclusive and the root cause is unknown.

Event description:
It was reported that the physician was unable to deploy the stent, due to shaft detachment. No reported injury to the patient.